Event description:
A revision surgery was performed due to non-optimal fit of the components which placed stress on the rotator cuff as well as pain.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A revision surgery was performed due to non-optimal fit of the components which placed stress on the rotator cuff as well as pain.